Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor passed all visual and functional testing; however, the sensor was only able to obtain spo2 and pulse rate values, but not sphb and spmet values with an "spo2 only mode" error message. The ¿spo2 only mode" message is related to a defective detector component. To address this issue; 100% screening has been implemented in the manufacturing process.

Event description:
It was reported that "during a methemoglobin study, the sensor displayed 0.0 for spmet for the entire study. The subject's methemoglobin level was increased during the study. Both of the other control sensors read the increasing met level, as well as the blood co-oximeter analyzers. The sensor in question did display other parameters, including pr, spo2, and pi. The sensor was tested on another test port, as well as on a radical-7 device, while the subject's spmet level was still raised. The spmet read 0.0 on the test device and -- on the radical-7." No known impact or consequence to patient was reported.